Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp via manufacturer representative, regarding a patient who was being implanted with a neurostimulator (ins). It was reported that during the procedure, when testing the lead for connectivity to the wens, no connection on the 6th electrode. Md removed the lead, wet and dry then put back into wireless external neurostimulator (wens) five times. At this point, md asked for new lead. The new lead also showed no connections on the 6th electrode. At this time it was determined that the problem was the wens, not the lead. The lead was attached to the ins which showed good connectivity. The cause was not known. The issue was resolved. The devices were discarded by the customer. Hcp had no further information. Patient's weight was asked but unknown. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The serial number of the wens was reported. No symptoms or complications were reported.